Manufacturer narrative:
Updated device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe. ¿ abscess: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ nipple discharge: unable to observe. ¿ silicone migration: unable to observe. ¿ inflammation/irritation: unable to observe. ¿ pain: unable to observe. As per the investigation procedure, particles and observed two openings assessed as an unidentified (tear) opening (shell thickness within spec) were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient representative additionally reported increased risk of bia-alcl, emotional distress including fear and anxiety of developing cancer," "suffering from explantation," "accumulation of foreign and adulterated silicone particles in their body," "inflammation¿, ¿cellular damage," "subcellular damage," and ¿physical pain."

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe. ¿ abscess: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ nipple discharge: unable to observe. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure particles and two openings observed and assessed as an unidentified tear. The shell thickness within specification. The assessment of the device was completed and none of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Patient later reported "extremely sick and caused green discharge to come from ¿ nipples" and "swollen lymph node". Healthcare professional later reported "capsular contracture," baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy, abscess and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, abscess and capsular contracture grade unknown.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Patient later reported "extremely sick and caused green discharge to come from ¿ nipples" and "swollen lymph node". Healthcare professional later reported "capsular contracture," baker grade unknown. Device has been explanted.